Manufacturer narrative:
Broken prongs on power inlet filter.

Event description:
It was reported by service report that the bed had no functions. No pt involvement or adverse consequences are reported.